Event description:
Tip of osteonics straight screwdriver sheared off in cap screw for trident psl solid cup.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown straight screw driver shaft. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Trashed by spd.